Event description:
Boston scientific received information that this pacemaker reported approximately less than .5 years remaining in (B)(6) 2011. At the most current device check the remaining longevity was 2 years. The device was programmed to 6.5 volts at 1 ms. The device memory was saved to a disk and sent in for analysis. No adverse patient effects were reported.

Event description:
The pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation the device memory was performed. The device had no resets or memory errors. The gas gauge indicated 75% remaining however it was on the boundary of 50% and will indicate 50% soon. The device was operating in the 2nd current bin because the device is programmed to high ventricular outputs of 6.5 volts at 1.0 ms and was 97% pacing in the ventricle. The device had good lead impedances of about 470 ohms in the atrium and 710 to 760 ohms in the ventricle. At the programmed device settings the estimated device longevity was about 3.5 years from the time of implant. The device was implanted approximately 2.8 years ago. If the device has been programmed the same since implant the remaining longevity should be less than 1 year. However the device may have been programmed differently in the past. The less than 0.5 year remaining estimate in (B)(6) may have been caused by programming changes and current bin boundary changes. To make an accurate device longevity estimate the previous programmed settings and a memory dump would be required. The local area sales representative planned to discuss the patient's follow-up schedule with clinic.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.